Event description:
It was reported to boston scientific corporation in 2005 that a rapid exchange biliary stent system was used during a procedure performed four days prior (patient gender, age and weight are unknown). According to the complaint, "at point of deployment stylet released completely. Guide catheter portion detached completely remaining inside stent and inside patient after delivery system removal". The procedure was completed with the same rapid exchange biliary stent system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "satisfactory/good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.